Event description:
A consumer reported that one week following intraocular lens (iol) implant surgery in her left eye, she noticed having waxy vision and starbursts in her vision. She also reported that a yag laser procedure was performed and she was told by her surgeon that she had dry eyes. The patient received a second opinion after symptoms had not resolved. She was told that the iol was decentered inferiorly. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported for this lot. The product investigation could not identify a root cause. Additional information has been requested by phone, fax and mail. A completed questionnaire has not been received. (B)(4).